Event description:
In 2002 the plaintiff received a zmr revision hip implant in their right hip. The pt did well post-op until 2003 when they heard a pop in their hip when they bent over to tie their shoe. They went to the ER and x-rays showed a broken implant. A revision was done in 2003. The surgeon has reported that the stem broke proximally at the modular junction.